Event description:
It was reported that there were pauses noted with loss of capture. Follow up confirmed that the device was oversensing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number a3dr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s.